Event description:
On march 06, 2025, neotract has been made aware that ¿a patient developed a hematoma post procedure and required a return to surgery for hematoma drainage.¿ additional information received on (B)(6) 2025, confirmed that the procedure took place on (B)(6) 2025. Further additional information received on (B)(6) 2025, indicated that ¿the procedure was completed without any reported issues related to the device. The patient had no known comorbidities or blood disorders. On (B)(6) 2025 (four days post-procedure), the patient presented to the emergency department with significant pelvic pain and tightness. Imaging confirmed the presence of a hematoma in the pelvic region between the bladder and prostate. The patient underwent a laparotomy, and over the next 13 days, required two additional laparotomies. Following the second laparotomy, the patient¿s condition deteriorated, with hemoglobin levels dropping to 60, necessitating a blood transfusion. The patient was discharged from the hospital on (B)(6) 2025. A subsequent telehealth consultation indicated that the patient is currently doing well at home and does not require further treatment. No samples are available to return.¿